Event description:
It was reported that the patient presented in clinic for device change out. Upon interrogation prior to procedure, it was found that the right atrial (ra) lead exhibited low out-of-range pacing impedance. Reprogramming changes were made on the new device. Patient condition was stable.